Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Pump reset information was provided by technical support, who assisted the caller in resetting the pump successfully. The issue did not recur, and the customer was advised to continue using the pump and to call back if any further issues arise.